Event description:
The customer stated, that his blood glucose was tested using his doctor's meter and his elite meter. The doctor's meter read 240 mg/dl, while the customer's meter read 32 mg/dl. The difference between readings falls in the "e"zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. A check strip and control solution were sent to the customer for further troubleshooting of the meter. No products were returned for evaluation.

Manufacturer narrative:
This MDR is being filed late since it was inadvertently classified as a 'closed' complaint before regulatory affairs had a chance to review it. An improvement was implemented in the complaint system to prevent this kind of occurrence in the future. All of these 'closed' complaints were reviewed and, if appropriate, reported as mdrs.